Manufacturer narrative:
Leg weldment; exposed sharp edges along the weld break.

Event description:
It was reported by service report that there was a broken weld on right upper leg. Sharp edges were reported along the weld break. No patient involvement or adverse consequences are reported.